Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a moderately tortuous and severely calcified lesion located in the proximal cx exhibiting 99% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. It was reported that the device failed to cross the lesion due to severe calcification. Balloon burst/leak was observed during inflation of the device. No patient injury was reported.

Manufacturer narrative:
The device was moved or repositioned in the lesion prior to the burst. A cutting balloon and another brand stent were then used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.